Event description:
The user received differing ck and ckmb results and provided data for nine pt serum samples. The samples were originally run on the integra 400 then sent to another lab for testing on the siemens vista. The ckmb result from a separate plasma specimen drawn at the same time was reported for the pts. All ckmb results are in ng per ml. On (B)(6) 2009, initial ck result was 31 iu per l, repeat result was 25 iu per l; initial ckmb result was 3.36, repeat result was 1.3. Field service was not dispatched as the user considered this a sample specific issue and not an analyzer issue. A reagent bulletin, which includes the new lot used by the customer, has been issued communicating the ckmb reagent has been restandardized.

Event description:
The user received differing ck and ckmb results and provided data for nine pt serum samples. The samples were originally run on the integra 400 then sent to another lab for testing on the siemens vista. The ckmb result from a separate plasma specimen drawn at the same time was reported for the pts. All ckmb results are in ng per ml. On (B)(6) 2009, initial ck result was 19 iu per l, repeat result was 15; initial ckmb result was 3.77, repeat result was 1.7. Field service was not dispatched as the user considered this a sample specific issue and not an analyzer issue. A reagent bulletin, which includes the new lot used by the customer, has been issued communicating the ckmb reagent has been restandardized.

Event description:
The user received differing ck and ckmb results and provided data for nine pt serum samples. The samples were originally run on the integra 400 then sent to another lab for testing on the siemens vista. The ckmb result from a separate plasma specimen drawn at the same time was reported for the pts. All ckmb results are in ng per ml. On (B)(6) 2009, initial result was 4.50, repeat result was 2.1. Field service was not dispatched as the user considered this a sample specific issue and not an analyzer issue. A reagent bulletin, which includes the new lot used by the customer, has been issued communicating the ckmb reagent has been restandardized.

Event description:
The user received differing ck and ckmb results and provided data for nine pt serum samples. The samples were originally run on the integra 400 then sent to another lab for testing on the siemens vista. The ckmb result from a separate plasma specimen drawn at the same time was reported for the pts. All ckmb results are in ng per ml. On (B)(6) 2009, initial ck result was 76 iu per l, repeat result was 61 iu per l; initial ckmb result was 5.69, repeat result was 2.2. Field service was not dispatched as the user considered this a sample specific issue and not an analyzer issue. A reagent bulletin, which includes the new lot used by the customer, has been issued communicating the ckmb reagent has been restandardized.

Event description:
The user received differing ck and ckmb results and provided data for nine pt serum samples. The samples were originally run on the integra 400 then sent to another lab for testing on the siemens vista. The ckmb result from a separate plasma specimen drawn at the same time was reported for the pts. All ckmb results are in ng per ml. On (B)(6) 2009, initial result was 4.9, repeat result was 2.5. Field service was not dispatched as the user considered this a sample specific issue and not an analyzer issue. A reagent bulletin, which includes the new lot used by the customer, has been issued communicating the ckmb reagent has been restandardized.

Event description:
The user received differing ck and ckmb results and provided data for nine pt serum samples. The samples were originally run on the integra 400 then sent to another lab for testing on the siemens vista. The ckmb result from a separate plasma specimen drawn at the same time was reported for the pts. All ckmb results are in ng per ml. On (B)(6) 2009, initial ck result was 39 iu per l, repeat result was 32 iu per l; initial ckmb result was 3.86, repeat result was 1.6. Field service was not dispatched as the user considered this a sample specific issue and not an analyzer issue. A reagent bulletin, which includes the new lot used by the customer, has been issued communicating the ckmb reagent has been restandardized.

Event description:
The user received differing ck and ckmb results and provided data for nine pt serum samples. The samples were originally run on the integra 400 then sent to another lab for testing on the siemens vista. The ckmb result from a separate plasma specimen drawn at the same time was reported for the pts. All ckmb results are in ng per ml. On (B)(6) 2009, initial result was 3.19, repeat result was 0.7. Field service was not dispatched as the user considered this a sample specific issue and not an analyzer issue. A reagent bulletin, which includes the new lot used by the customer, has been issued communicating the ckmb reagent has been restandardized.

Event description:
The user received differing ck and ckmb results and provided data for nine pt serum samples. The samples were originally run on the integra 400 then sent to another lab for testing on the siemens vista. The ckmb result from a separate plasma specimen drawn at the same time was reported for the pts. All ckmb results are in ng per ml. On (B)(6) 2009, initial result was 4.2, repeat result was 1.9. Field service was not dispatched as the user considered this a sample specific issue and not an analyzer issue. A reagent bulletin, which includes the new lot used by the customer, has been issued communicating the ckmb reagent has been restandardized.